Event description:
During the procedure, the introducer hub and sheath separated. The device was retrieved, and another introducer was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One 8f maximum hemostasis introducer dilator was received for evaluation. The sheath tube was separated and torn from the hub. Additional analysis revealed that the sheath also appeared cut in half. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the damage is consistent with damage during use.